Event description:
It was reported that on (B)(6) 2013 the patient began to have severe spasms. On (B)(6) 2013 the patient was admitted to (B)(6) by ambulance. The patient cannot feel her feet and her legs are "giving out". The hospital doctors would not allow her to get out of bed. On (B)(6) 2013 a doctor checked the patient¿s pump and told the patient that her pump was not functioning correctly. The patient could not provide the name of the doctor or confirm how the doctor checked the pump. The patient had tried to reach her following hcp but he was not in the office. The reporter was advised that a company representative would be notified to go to the hospital and interrogate the pump. A nurse then reported that she was not with the patient on (B)(6) 2013 and therefore could not confirm the doctor¿s information relative to a pump malfunction. The nurse confirmed the patient did have baclofen in her pump. The nurse also stated that the pump eri is 49 months and she was not hearing any alarms coming from the patient¿s pump, however the patient¿s room was very loud so she could not be sure she would hear the alarm. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported it was unknown if any troubleshooting was done, the patient was treated at the hospital. Per the hcp clinic visit notes from (B)(6) 2014, the patient had began to experience painful extensor flexor spasms in the lower limbs which have been difficult to manage in the past. Extra dosing of baclofen and dilaudid brought only brief partial relief. By christmas day the patient's condition had worsened and had required emergency room evaluation and admission to the hospital the patient was treated with dialudid and high dose IV solu-medrol. The patient was discharged 4 days later, improved but for a day or two experiencing cognitive changes that the hcp believed were on the basis of either steroid effect or dilaudid withdrawal. The patient was better by new years eve and did well yesterday. The muscle spasm has been controlled and her neurological status per the hcp was viewed as being back to baseline. Per the hcp the patient was to continue current therapy. The patient was due for a baclofen pump refill and at that time the hcp planned to give the patient a smaller single infusion of solu-medrol and have the patient follow-up in 2-3 months.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l78417, implanted: (B)(6) 2000, product type: catheter. (B)(4).